Event description:
It was reported that the implantable cardiac monitor was coming out of the incision site and not picking up r waves. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).